Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device was discarded by the hospital and was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that heat injury of patient's feet bottom was noticed during tka. There was cement under her feet so probably the cement affected.